Event description:
It was reported that this left ventricular (lv) lead was explanted due to a fracture. The complete system was successfully explanted and replace. No additional adverse patient effects were reported outside the revision procedure.